Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1 mm, vticmo12.1 -18.0/5.0/112, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.